Manufacturer narrative:
The cause for the initially false high advia centaur xp vancomycin neat result is unknown, however the customer noted that the vancomycin reagent readypack had a very low number of tests remaining at the time of the incident. The customer replaced the onboard reagent, and all results were within expected range. There has been no further issue observed by the customer. The instrument is performing within specification.

Event description:
A false high advia centaur xp vancomycin neat result was obtained on a patient sample and considered discordant compared to lower repeat vancomycin results. Due to the initially high vancomycin, the patient sample was auto diluted (1:2) and manually diluted (1:2) and the results were lower. The diluted results were considered high compared to the patient's vancomycin test history. The neat sample was re-spun, repeated, and the vancomycin result was lower. The neat sample was re-spun a second time, and the repeat vancomycin result was lower. The lower re-spun vancomycin neat result was reported, and was not questioned by the physician. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant high advia centaur xp vancomycin result.